Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, after completing all four steps, resistance was felt when attempting to remove the device. The device got stuck in the patient. The patient was taken for a surgical opinion. It was determined that a vasospasm of the vessel caused the device to be stuck in the vessel. Once general anesthesia was given, and the patient was relaxed, the device was simply removed without the need for surgical intervention. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of vasoconstriction is listed in the electronic perclose prostyle instructions for use (eifu), as a possible adverse event of use of the device. Based on the reported information, it was determined that a vasospasm of the vessel caused the device to be stuck in the vessel. Subsequently, the treatment appears to be to related circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.